Manufacturer narrative:
The returned lead was capped off approx. 9.5 cm distal from the is4 connector pin and only fragments were available. All parts of the lead were returned for analysis. During lead analysis it was found that the lead body insulation was massively damaged by crushing and deformation approximately 50 cm proximal to the lead tip. The coil was broken at this point. This damage is highly likely the cause of the clinical complaint. The damage observed must be due to excessive pressure loads on the lead body. The characteristics of the damaged (crushed) lead body structure suggest excessive mechanical load on the lead due to a subclavian crush syndrome. Cuts in the insulation and a deformed lead body were found, which are likely due to the explantation procedure. The production process for this lead was reviewed. The production documents did not show any irregularities. All production steps were correctly executed. In summary, there was no indication of a materials defect or a manufacturing defect.

Event description:
Ous MDR: it was reported that this lead was explanted approx. 5 months after the implantation due to an increased pacing impedance >3000 ohms.